Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a depleted battery alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The condition was resolved at the facility by baxter field service technician by replacing the main batteries and battery harness. Additional: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced battery depleted alarm which interrupted delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.